Event description:
The manufacturer was informed by an end user that a thermal event had occurred to his bi-level positive airway pressure (bipap) device, which had resulted in a void to the device enclosure. There was no harm or injury reported. The manufacturer's investigation is on-going. Upon completion of the manufacturer's investigation, a follow up report will be submitted.

Manufacturer narrative:
Numerous attempts were made by the manufacturer to contact the user for return of the device for investigation. No further information has been provided by the user, and no product has returned, therefore the manufacturer is unable to confirm the user's report of a thermal event with void to the enclosure. Patient labeling warns the user that if they detect any unexplained changes in the performance of the unit, if the unit is dropped or mishandled, if liquid or water is spilled into the enclosure or if the enclosure is broken, to stop using the device, unplug it and seek assistance from respironics or an authorized service center. The intended use of this device is only for the treatment of obstructive sleep apnea in spontaneously breathing patients weighing more than (B)(6) pounds. The short-term loss of therapy for this patient class does not pose a significant health or safety risk. This device meets ul and iec requirements for flammability. There was no harm or injury reported. Based on the information available, the manufacturer concludes no further action is necessary. If further information becomes available, or the device is returned for investigation, a supplemental report will be filed.